Manufacturer narrative:
Qn#(B)(4). Per DHR the product deroyal surgimate 35w 24/ case lot # 73j2000594 was manufactured on 09/29/2020 a total of (B)(4) pieces. Lot was released on 10/05/2020. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528435 deroyal surgimate 35w 24/ case lot# 73a2100359 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - other" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Skin staplers are jamming and unusable.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Skin staplers are jamming and unusable.